Event description:
Pt was part of a clinical trial of venous window needle guide implanted under ide on (B)(6) 2011. The needle guide was difficult to cannulate and pt requested it be removed (B)(6) 2013. Only 10 degrees angulation. Device well-incorporated.